Event description:
It was reported that (1) device was used during a laparoscopic bowel. It was reported by the affiliate that the scrub nurse attempted to engage the blade by pushing down on the red lever at the top of the 512sd trocar. The lever would not lock. This trocar was not used in pt. Another instrument was used to complete the case. There was no consequence to the pt. 11/09/2000 additional information obtained during analysis, changed to a reportable event.